Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported patient was injected by another physician two years ago to the lips with 1ml of juvéderm® volbella¿ with lidocaine. Patient "still presents nodules not visible to the eye but inconvenient to the patient." No medical or surgical intervention noted. Symptoms are ongoing.